Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient reported to technical support of observing evidence of a fluid leak during a previous peritoneal dialysis treatment. Patient indicated that upon removing the cassette from the liberty select cycler fluid leaking from the cassette. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. The patient indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. The cycler set was discarded by the patient.

Manufacturer narrative:
The reported symptom (fluid leaking) was not confirmed. The reported symptom (heater bag not detected) was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The load cell verification passed. Valve actuation test passed. System air leak test passed. A post-accelerated stress test 2 hour 15 min 8500 ml simulated treatment was perform and completed. Mushroom head check passed. Positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.